Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448226m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheterand suffered cardiac tamponade requiring pericardiocentesis. During ablation of the posterior wall, the ablation catheter bounced, and contact force (cf) was about 35 gr. The procedure was completed. After the procedure, echo examination was done, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardial sac. A chest tube was left in place. Patient¿s blood pressure was stable, and the patient was put under follow up. There¿s no report of prolonged hospitalization. Patient¿s condition had improved. Physician related the cause of the adverse event to the procedure; in the opinion of the physician, this might have occurred be due to the jump of the ablation catheter during ablation of the posterior wall and also due to a spot where approximately 35 g of cf was applied. There was no evidence of steam pop during the ablation.